Event description:
The iab was inserted transthoracically. After iabp for four hrs, the iab leaked. The following was rpt'd to datascope on 10/20/97: the balloon had leaked after 26 hrs. Event complications: unk - rpt'd 7/10/97; none - rpt'd 10/20/97. Pt current status: expired on 8/8/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.